Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp shim. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, and a power-on self-test. The visual inspection verified the damaged safety clamp shim. The shim was replaced to resolve the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.